Event description:
The customer reported that the drawer of the mts centrifuge opened during operation. The rotor was not turning and the time display was blank.

Manufacturer narrative:
If gel cards are not centrifuged for the proper amount of time, erroneous results could be reported. It is unk which gel card tests were being performed at the time of the incident. Product labeling advises the customer to use a timer as a separate time source and to discard gel cards and repeat testing if the centrifuge is interrupted. Product labeling also advises the customer to monitor the centrifuge for the entire ten-minute centrifugation period. If the ten-minute centrifuge period is interrupted without the customer's knowledge, then red cells may not properly settle to the bottom of the microtube and may possibly lead to false positive test results. False positive results during antigen type testing could lead to mistype of patient or donor blood and result in transfusion of incompatible blood. If the reported incident were to recur, if the user did not follow product labeling, and if the user was performing antigen type testing, false positive results could have been interpreted. However, erroneous results were not reported as a result of this incident.